Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that there were high thresholds during a routine check and amplitude and pulse width increased causing battery depletion. The device was programmed off and a new device was implanted. No patient complications have been reported as a result of this event.